Event description:
Customer returned this device for repair for the issue of leak at the insertion part. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the inside of the light guide lens was dirty. This medwatch is being submitted for the reportable issue of the inside of the light guide lens being dirty that was noted during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is dec 23, 2022. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the inside of the light guide lens was dirty. Other observations are: angulation in the up direction is out of standards due to worn angle-wire; gap of up/down knob is out of standards due to worn angle-wire; insertion quantity is out of standards due to damage of channel tube; liquid leaks due to perforation of connecting tube and channel tube; light guide lens is broken; adhesive part of distal end rubber coating is broken; s-cover is deformed; connecting tube protector is cut off; crease at the universal code; and el-connector is corroded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based on the device inspection and investigation results, the cause was presumed as below: - physical stress generated the gap at the lg (light guide) lens glue. Dirt entered from there. - moisture invaded on the device from leaking point, which corroded components inside the lg lens. Corrosion product may have left as dirt. The user can prevent the suggested event and detect irregularity by device handling in accordance with the following instructions for use(IFU) statements: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The IFU further states: "be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The customer reported issue of leak at the insertion part was observed during maintenance.